Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing bent event on 04-jan-2025. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005141, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005141 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac 10 on 15/jan//2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 4a03363 was manufactured according to the work instruction (wi) version 59 and manufactured on machines sc05 & sc06, on 14/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.